Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing during an atrial arrhythmia resulting in delivery of several inappropriate shocks. It was reported that the patient coded around the time of the shocks. The patient was intubated and admitted to the intensive care unit. It was noted that the patient was very sick. Programming changes were made for optimization of sensing. No additional adverse patient effects were reported. This product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.